Event description:
On 01-jun-2026, a sales representative reported via (B)(4) that the ar-8970jd mini joint distractor broke during a case and did not hold distraction. This issue was discovered during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.